Manufacturer narrative:
The event occurred in (B)(6).while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Cannula broke off and stayed in customers skin. Was able to remove it by himself. No adverse event occurred. Material requested for investigation.